Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager reported a blood leak that occurred 1.5 hours into a patient¿s hemodialysis (hd) treatment. The blood leak was visually observed at the connection between the clic blood chamber and the dialyzer. There was no damage noticed on either the clic blood chamber or the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 200ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient successfully completed treatment on a new machine with new supplies. The complaint device was discarded and is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
Updated event description: a user facility clinic manager reported a blood leak that occurred 1.5 hours into a patient¿s hemodialysis (hd) treatment. The blood leak was visually observed as a bloodline separated near the twist connector where the access flow test is done. The patient¿s estimated blood loss (ebl) was approximately 200ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient successfully completed treatment on a new machine with new supplies. The complaint device was discarded and is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.